Event description:
It was reported that pump screen appeared squished and pump was not usable, so customer was using temporary loaner pump. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, warranty had expired so pump could not be repaired or replaced, and no additional support actions were taken beyond documenting issue.